Event description:
The patient developed and infection in tooth location 18 after the fixture was implanted for over one (1) year. The doctor indicated infection and pain as contributing factors for implant removal.